Event description:
Unomedical reference number (B)(4). Event occurred in canada. Since beginning of (B)(6), it was reported that the patient experienced welts/bumps are seen around the area of insertion when infusion sites are removed. The infusion set in use for two days. The patient received correction injection via multiple daily injection (mdi). The patient had tested for ketones ranging between high and low. The patient reported that each site has experienced this issue which she noticed around seven hours that her blood glucose level is not decreasing. Patient did not remove site until day two even with noticing her blood glucose level increasing. Patient reporting no compromise to the sites/cannulas are being seen when sites are removed. No further information available.

Manufacturer narrative:
Device 11 of 11.